Event description:
Patient called lfs alleging the ot ultra meter was missing segments. Patient reported no symptoms while attempting to test on the meter. When patient shakes the meter the number changed from 428mgdl to 128mgdl. Patient then retested on the meter and obtained a result of 129 mg/dl. The issue was not resolved with troubleshooting. No further information has been reported.